Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was still having symptoms since implant and was waking up more. Therapy was confirmed to be turned on and during the call the caller was assisted with increasing stimulation from 1.35 to 1.4. The patient was scheduled for a follow-up appointment with their healthcare provider (hcp) on (B)(6). A later call from the consumer indicated that the patient was still not getting therapeutic benefit from the implant and that the patient's symptoms were almost worse than before implant. The patient got up the morning of the call and could not hold their urine and was peeing their pants. The caller reported that the patient used to be able to get up and make it to the bathroom, but now has been leaking and leaking. The caller further indicated that the patient went to their hcp the day prior to the call and it was determined that the patient had a mild uti and that the patient's hcp gave the patient a shot for the uti and the patient was assisted with adjusting from 1.4 on program 1 to 1.25 on program 2. In a third call the consumer reported that the patient does not think the device is working for them. The caller further reported that on program 2 at 1.25 the patient was feeling painful stimulation in their left buttock and it feels like it is numb. The caller reported that the patient was still getting up 2 to 3 times a night and now instead of urgency the patient just drips and needs to wear a pad all the time. The patient continued to feel the pain even after decreasing stimulation. The patient was assisted changing to 1.0 on program 3 where the patient confirmed feeling comfortable stimulation as expected, but the patient was still experiencing the numbness. The patient was advised that if stimulation becomes uncomfortable or the patient continues to experience the numbness to turn the device off until the patient can follow-up with their hcp and the patient reported that they have an appointment with their hcp today. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's hcp told them to contact a manufacturer representative (rep). The patient had been peeing and had no control since they had the implant; the therapy was not working for them. They were on program 3 at 1.2 volts (v) and reps kept trying different programs, but it was not helping them.